Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the power switch was not working. Patient involvement unknown.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: damaged printed circuit board (pcb), damaged power switch, cracked enclosure and cracked tank cover. Functional testing found the power switch was not working, confirming the complaint. Root cause was attributed to the connection between the power switch and pcb being damaged. An outdated pcb board with broken power switch leads happens from wear due to usage. This was listed as a design problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. This issue will continue to be monitored and further actions taken accordingly.

Event description:
Additional information was received: event occurred while setting up prior to use. Event date provided. There was no patient injury.